Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. Device malfunction was suspected. The patient was doing well. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not link the remote control to the ipg and the ipg has not worked despite getting it charged. The patient will undergo ipg revision.

Manufacturer narrative:
.

Event description:
A report was received that the patient could not link the remote control to the ipg and the ipg has not worked despite getting it charged. The patient will undergo ipg revision.